Manufacturer narrative:
A titan touch pump was received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. The information received indicated "the pump was hard to pump and the right cylinder out of place", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, pump was hard to pump.